Manufacturer narrative:
Other for coil elongated. There was no reported adverse event related to the reported coil elongation. Related to manufacturer medical device report 2939204-2009-00382 for neuroform 3 stent.

Event description:
The patient presented with a ruptured posterior communicating artery aneurysm and a glasgow score of 13 and a hunt and hess score of 3. It was reported that the coil "elongated" during the procedure. No action was taken by the physician to deal with the coil protrusion. No response was received to clarify if the coil stretched as well as protruded into the vessel.